Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed functional testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia and the malfunction was duplicated and the smart pneumatic module assembly was replaced to resolve the malfunction. The device was recertified and returned to the customer. The smart pneumatic module assembly was returned to zoll medical corporation, united stated. The malfunction was attributed to the calibration table out of specification. The assembly was scrapped. Analysis of reports of this type has not identified an increase in trend.